Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high and low blood glucose readings from the insulin pump. The customer's blood glucose reading was highest at 574 mg/dl and lowest at 32 mg/dl. The customer treated with a bolus through the pump. The customer stated that the plastic is missing from the battery compartment. The customer was advised that air leaks in the tubing or air bubbles can limit the amount of insulin received during a bolus. The customer was advised that related issues such as bent cannulas tend to be contributing factors to unexplained high blood glucose readings. The customer was advised to monitor the pump.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump was received with minor scratched lcd window, cracked reservoir tube window corners, cracked reservoir tube lip and broken battery tube threads.

Manufacturer narrative:
The pump passed the delivery accuracy test.